Manufacturer narrative:
Device manufacturing records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a physician that a vns pt experienced an infection at the surgery region after implantation. The physician reported that the pt recovered after antibiotic therapy. At the moment, good faith attempts to obtain further info remain underway.

Event description:
Further information was received from the treating neurologist indicating the infection was found a week after vns implantation. The patient was given antibiotic therapy for the infection and the event was considered to be a post-op complication as manipulation of the area was suspected. No information regarding the taken cultures was available.

Event description:
Good faith attempts to obtain further information from the reporting physician have been unsuccessful.